Event description:
The customer reported the alarm has intermittent power, there are signs of corrosion in the battery compartment and rubber cover on the hold button is missing. The customer reported the facility changes the batteries every 4 weeks. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - power-intermittent, battery. Evaluation of the returned product found the alarm has white powder reside and corrosion on the battery contacts & springs and the cover for the hold button is missing. The alarm did not power up on the first two attempts however, the third time the alarm did power on. Note: posey IFU has a warning statement for battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).